Event description:
This complaint is reportable based on the analysis completed on november 17, 2011. It was reported that during a stenting treatment procedure the stent delivery system (sds) would not cross the lesion. The target lesion being treated was located in the severely calcified left anterior descending (lad) artery. A 3.00x38mm ion sds was advanced to the lad and was unable to cross the lesion. The procedure was completed with another of the same device. No patient complications were reported and the patient status is stable. However, the returned product analysis revealed stent damage and that the stent had moved on the balloon.

Manufacturer narrative:
Device is a combination product. (B)(4). Device evaluated by MFR: returned product consisted of a taxus element/ion stent delivery system (sds) and stent with no original packaging or other devices. There was contrast in the inflation lumen. The balloon was tightly folded. There were stent strut impressions on the surface of the balloon between the markerbands, which indicates the stent was positioned and secured to the balloon in manufacturing. The proximal end of the stent moved distally 21.5mm from the as-manufactured position. The several rows of the distal end of the stent were bunched-up. There was a slight overlap of stent struts in the fifth proximal row. There was no damage to the sds. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The most probable root cause is operational context as device performance was limited due to anatomical procedural factors. (B)(4).